Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: a titanium elastic nail (ten) is stuck in the instrument. The instrument locks during operation, so they had to cut the ten. They had another instrument they could use. The operation was delayed by 10 minutes, but no harm was done to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. Product evaluation investigation: the investigation of the complained inserter has shown that indeed a ten nail is stuck into the chuck and the instrument is totally jammed. The article shows significant metallic splinters at the area of the cannulation and also wear marks at the handle, which indicates that the instrument have been struck with heavy hammer blows. This can be the reason, what may have led the device to jam up. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. Visual inspection has shown wear marks at the whole article. And it is evident that the product was exposed to parameters outside approved range. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.